Event description:
It was reported that the customer experienced a high blood glucose level of over 600 mg/dl the night before the day of the report. The customer also reported that her cannula was bent. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.